Event description:
Physio-control has initiated a quality engineering review to determine if further investigation is required for an issue where an internal handle discharge button cover tore sometime between cycles 5 and 10 during an in-house pre-vacuum sterilization test of the device. Current sterilization instructions limit sterilization cycles to 25.

Manufacturer narrative:
Physio-control is continuing to investigate the issue. Physio-control will submit a supplemental report on this event.